Event description:
A surgeon reported a membranous occurrence was observed on the anterior side of an intraocular lens (iol) including the pupillary range. The patient experienced visual impairment. The symptoms resolved after yag laser treatment was performed. Additional information has been requested but not received to date.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).